Manufacturer narrative:
Visual inspection of the returned device showed the snare wire reeled thru the driver shaft without clinical suture. The snare loop was intact. The spring was found reeled through the shaft and coils were found elongated which indicates suture was captured. The anchor was un-deployed and a slight dent was found on the distal end. The magnum 2 is a single use device therefore a functional test could not be performed. The complaint was visually verified, however, the root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: use of incorrect suture over tensioning of the suture. The instructions for use (IFU) provided with the device contains adequate warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6)

Event description:
It was reported the suture would not tension once the anchor was in the hole. The anchor was removed and an additional bone hole was created to complete the procedure using a back-up device. There have been no reported patient complications.